Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that the two provided device photos appear to confirm the reported anchor breakage with anchor noted to be broken on the insertion device; however, the photos do not aid in determining the clinical root cause of the device break. The patient impact beyond the reported is not anticipated as the broken pieces of the anchor were ¿collected and removed,¿ and the procedure was completed with non-significant delay using a micro raptor knotless peek anchor in a new bone hole without any additional complications reported. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force during insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair, while turning the orange dial in order to advance the healicoil knotless anchor¿s thread into the bone, the peek thread of the anchor broke off into pieces. The broken pieces an anchor were collected and removed. The procedure was completed with a non-significant surgical delay using a micro raptor knotless peek anchor in a new bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).